Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a procedure to upgrade to an implantable cardioverter defibrillator (ICD) the lead exhibited high pacing thresholds and low sensing values. The patient's condition was - good - before and after the event.